Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the reported event was caused by the power supply unit failure due to aging. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) confirmed that the power supply unit of the subject device was defective. (B)(4) guessed that the reported phenomenon was caused by the power supply unit failure of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
The subject device did not turn on. There was no report of patient injury associated with this event.